Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The length of the membranous septum was 4.7mm. There was no calcification was present extending beneath the aortic annular plane in the interventricular septum. During implantation of a navitor valve, the patient went into heart block and need to be paced externally. The final implant depth was 4mm on the non-coronary cusp/ncc). Later patient received a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.